Event description:
Upon receipt of the device, our foreign consignee reported, a cf0b error code failure. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.